Event description:
The manufacturer received information alleging a patient experienced a dreamstation 2 unit not turning on. No harm was reported. The dreamstation 2 was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device's pca does not turn on and the j4 connector and flex cable are oxidized and burned. The root cause was confirmed. Additionally, during the service of the device other issues were found like signs of parts affected by mold/fungus or water, missing plastic on case, and missing port cover or accessory door unrelated to the reportable malfunction. The patient requested the device to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.